Manufacturer narrative:
The field service engineer could not determine a cause. The analyzer was checked, including rinse, sample, and reagent functions. Calibrations and controls were within range. The complained sample was repeated, recovering 5.8 inr. All analyzer checks passed. The user repeated samples tested prior to and after the complained sample and all results matched. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas c 513 analyzer. The sample initially resulted with an hba1c value of 12.83 % and this value was reported outside of the laboratory. The physician questioned the value. The sample was repeated on (B)(6) 2019, resulting with a value of 5.8 %. The repeat result was believed to be correct. The patient was tested with an unknown "a1c" test, resulting with a value of 6.0 (no units provided).